Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5061588, model/catalog description: linear st lead kit 50 cm . It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the lead site. It was noted that fluid filled the pocket like the size of a pea at the lead site that would fill back up after a couple of days. The physician believed that the infection was not device or procedure related the patient was prescribed with oral antibiotics and vancomycin powder was administered. The patient underwent an incision and drainage procedure and was doing well postoperatively.

Manufacturer narrative:
An additional information was received that the patient underwent an explant procedure and was completely healed.

Event description:
A report was received that the patient had an infection at the lead site. It was noted that fluid filled the pocket like the size of a pea at the lead site that would fill back up after a couple of days. The physician believed that the infection was not device or procedure related the patient was prescribed with oral antibiotics and vancomycin powder was administered. The patient underwent an incision and drainage procedure and was doing well postoperatively.